Event description:
While placing PICC microez microintroducer 4.5f failed to break away at orange hub. Sheath did not break at all. PICC pulled back and exchanged over guidewire successfully. Procedure completed without difficulty using 4.5f microez microintroducer kit. Defective microintroducer bagged.